Event description:
The facility states that as the surgeon that advanced the intraocular lens through the cartridge, the cartridge funnel split prior to the intraocular lens implant, causing damage to the lens. The intraocular lens is a model cc4204bf and the diopter is +24.0. The facility does not know the model or lot number for the injector used in this surgery.

Manufacturer narrative:
Product evaluation results: the cartridge used in this surgery was not returned; however, the lens was returned and visual inspection showed part of one of the haptics was torn off and is missing.